Event description:
The manufacturer received information that a trilogy evo ventilator was returned for service. There was no serious patient harm or injury that occurred or was reported. The device was evaluated at a third-party service center. The device log files were successfully downloaded and reviewed in full. Review of the log files identified a "vent service required" alarm associated with the oxygen proportional valve that controls the flow of oxygen to the blower inlet being mechanically stuck in either the open or closed position. An additional "vent service required" alarm was observed, indicating a loss of communication with the oxygen flow sensor, with the sensor reporting a constant value. Unrelated to the reportable malfunction, an alarm condition was identified in which the oxygen pressure sensor railed to a maximum negative value. To address the identified issues, the oxygen blending module (obm) subassembly and harness were replaced. Additional non-reportable findings included errors associated with the 3.3v and 5v supply rails exceeding or dropping below specified thresholds. Potential causes for these conditions include component tolerance drift, voltage regulator failure, shorted or missing sense resistors, open or shorted sense lines, or sensor malfunction. The system printed circuit assembly (pca) was replaced to resolve these conditions. An additional error related to failure during calibration data table read/write operations was resolved through installation of updated software. During functional testing, the device failed the system leak verification: pressure drop over 10s test. Inspection identified damage to the securing threads of the fio2 sensor; the housing was replaced to correct this condition. Subsequent testing identified a failure of the active exhalation verification: s (-) p (+): pilot: difference test. The 3-way solenoid valve was replaced to correct the issue. As part of 4-year preventive maintenance, the air inlet foam filter and particulate filter were replaced. Battery and valve performance assessments were conducted and met specifications. An internal and external inspection of the device was performed. No cosmetic damage was observed. No alarms were observed at bench run in testing. The device was tested and passed all testing.